Event description:
The manufacturer's representative reported that the device system was removed due to infection. The infection was localized in the pump pocket. The wound had been debrided approximately 2 weeks earlier. Cultures were taken; results were unknown at the time of this report. The patient is on antibiotics at home under the care of home health care and is "doing fine". The status of the devices is unknown, but most likely have been discarded.